Event description:
The complainant reported that the automated impella controller (aic) had a controller failure alarm. The aic was exchanged and there was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. The console imc logs confirm that controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) - alarm was issued as well as numerous keyboard communication and high guard level errors. The console was returned for evaluation. The consoles internal circuitry was inspected in the lab. No controller failure alarm was reproduced upon initial reboot of the console. However, a persistent controller error was observed when the epc -kbd ribbon cable was detached and re-attached. Rebooting the console resolved the alarm. The persistence of the alarm was observed regardless of what side of the ribbon cable was detached and reattached. Replacing with another ribbon cable didn't resolve the issue. Replacing both epc and kbd resolved the issue. The root cause of the kbd communication error alarm was most likely a defective keyboard and epc. Corrections to the initial MFR report: d2 updated common device name g1 MDR reporting contact email h6 impact code 4629 added.